Event description:
We have discovered a mismatch between the device lot number on the device and the lot number on the packaging. The FDA and the company have been alerted, but manufacturer is avoiding any sort of action and has told us they would get back to us the week of january 6th. The majority of our stock is affected by this and we don't have clear direction as to next steps.